Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the tubing of the set was sealed. The reported condition was verified. The cause of the condition was determined to be a packaging issue. The set was caught in the pouch seal of the packaging machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a portion of a solution administration set's tubing was found sealed. There was no patient involvement. No additional information is available.